Event description:
It was reported that the user discarded two infusion sets after one was deployed with the needle guard left in place and the next detached when the applicator was removed, after which the user performed a successful site change and resumed delivery without alarms. There were no reported adverse clinical effects or blood glucose impact. Outcomes included no reported injury. Investigation included troubleshooting and user education. Investigation of this case revealed incorrect infusion set deployment and loss of infusion set adherence consistent with use error involving the infusion set and applicator components. It was concluded, based on previously established findings for similar reports, that the cause was user error.